Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial#: (B)(4), implanted: (B)(6) 2008. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(4), ubd: 28-feb-2010, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider and consumer via a company representative regarding a patient who was receiving an unknown drug of unspecified concentration at an unspecified dose rate via an implantable pump for non-malignant pain. It was reported that the patient experienced a loss of therapy and increased pain. It was noted that the patient reported their pump was not helping much since last replacement in february. Refer to MFR report # 3004209178-2019-02354 regarding prior replacement. A dye study was performed by a new pain physician who stated she was confident she was in the catheter access port (cap) but could not aspirate out of the catheter. Actions taken to resolve the issue was unknown. No surgical intervention occurred, and no surgical intervention was planned. The issue was not resolved as of (B)(6) 2020. The patient was without injury regarding their status as of (B)(6) 2020. Environmental/external/patient factors that may have led or contributed to the issue was indicated as having been unknown. The patient¿s weight and medical history were noted as having been requested but were unknown or would not be made available. It was indicated that the healthcare provider had no further information regarding the event. No further patient complications have been reported as a result of this event.